Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber tip broke after 46,000 joules of use. The procedure was completed with a second fiber without patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber tip broke after 46,000 joules of use. The procedure was completed with a second fiber without patient complications.